Manufacturer narrative:
It was reported that patient underwent hysteroscopy and d&c with removal of endometrial polyps with myosure on (B)(6) 2010 and on (B)(6) 2013 due to menorrhagia, dysmenorrhea and pelvic pain. It was reported that patient underwent urethrolysis and mesh removal on (B)(6) 2010 due to right groin pain. Also patient underwent a hysterectomy w/ bso on (B)(6) 2014 due to pelvic pain, dysmenorrhea, endometriosis and hyperplasia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent transvaginal urethrolysis with removal of the entire prolene mesh on (B)(6) 2010 due to persistent right groin pain, especially with running and walking.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.